Event description:
It was reported that during an unknown procedure, the client noted the distal part of the trocar was partially cracked during the surgery. The surgeon removed the fragments from the body and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2022. D4: batch # v95c6r. Investigation summary: visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. In addition a piece of plastic from the sleeve was returned inside of a petri dish. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.